Event description:
It was reported that after a vena cava filter was deployed, the legs appeared twisted and did not open up. The doctor manipulated the legs with a catheter and the legs released. The filter remains implanted in the pt with the legs open. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed and confirmed the lot met all release criteria. The sample was not returned for eval. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unk.